Event description:
It was reported by the surgeon that an unspecified number of patients underwent spinal fusion procedures using rhbmp-2/acs, and then experienced fever lasting a few days, which then resolved. No additional information has been provided.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.